Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The lay user/patient contacted animas via email on (B)(6) 2012 alleging she had been hospitalized for 3 days due to a high blood glucose. In her communication, the patient mentioned she felt her pump was not delivering properly. Animas customer support made several attempts to reach the patient for additional information regarding her hospitalization and to review the subject pump; however, they were unsuccessful in their attempts. This complaint is being reported because the patient reported being hospitalized due to a high blood glucose while on insulin pump therapy. It is not known if the animas device malfunctioned in a manner that may have caused or contributed to the patient's serious injury.